Event description:
It was reported that at follow-up, impedance was greater than 9999 ohms, and there was no sensing or pacing. Lead check was ok. The device was explanted and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.